Event description:
It was reported that syringe integra 3ml w/ndl 23x1 rb pulled out of the hub. The following information was provided by the initial reporter: "it was reported that needle upon injection came off of syringe into leg. Verbatim: from phone call on (B)(6) 2020 17:43:48: consumer stated, he was never told the needle retracted after injection stated, it was not explained to him how use the syringe he's concerned it may be in his leg even though it was not found on x-ray. Lot: unknown sample available cl verbatim from email below: email received (B)(6) 2020 15:39:38 it was reported "I was prescribed a testosterone needle that upon injection the needle came off of the barrel and the needle is now embedded in my leg, I was told I need to have this removed, I cannot find the needle." "I already went to the ER and they took an x-ray and they were not able to see the syringe needle.""

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/25/2020. H.6. Investigation: one loose 3ml integra syringe in a sharps container was received and evaluated. It appeared the syringe was used as the plunger was fully depressed and there was a small amount of residual fluid inside. It was observed the spring from the retraction mechanism was loose inside the container and the cannula could be seen inside the shield. No defect was observed. It appeared the retraction mechanism functioned as expected and the cannula was concealed inside the plunger rod. It was likely the syringe was disassembled after use as some internal components were loose inside the container. DHR could not be performed due to unknown lot#.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe integra 3ml w/ndl 23x1 rb pulled out of the hub. The following information was provided by the initial reporter: "it was reported that needle upon injection came off of syringe into leg. Verbatim: from phone call on 2020-08-28 17:43:48: consumer stated, he was never told the needle retracted after injection. Stated, it was not explained to him how use the syringe. He's concerned it may be in his leg even though it was not found on x-ray. Lot: unknown, sample available cl. Verbatim from email below: email received¿2020-08-19 15:39:38, it was reported "I was prescribed a testosterone needle that upon injection the needle came off of the barrel and the needle is now embedded in my leg, I was told I need to have this removed, I cannot find the needle." "I already went to the ER and they took an x-ray and they were not able to see the syringe needle."